Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement test due to detached end cap. Pump received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had back broken off. Not a crack, but whole backside came off. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump seemed to be functioning but due to massive damage. The device will be returned for analysis.